Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD),which is part of the shortened replacement window advisory (B) (6) 2007 population product advisory initially communicated on (B) (6)2007, reached end of life (eol) and was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q1 2009 product performance report.